Event description:
Tech found brakes at head end of bed did not work.

Manufacturer narrative:
The linkage between pedal and actuator was broken. Tech replaced linkage to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.